Manufacturer narrative:
No trend by product or reason code was identified. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records could be performed. Review of supporting documentation showed no issues present that would have contributed to this issue.

Event description:
The string of the tampon gets stuck inside [device issue]. Going to try to get this out but I may have to go to the doctor again [foreign body in reproductive tract]. Case narrative: on 31-jan-2022, a spontaneous report was received from a consumer regarding a (B)(6) female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the consumer started use of playtex sport plastic, unscented. On an unreported date, after starting the product, the string of the tampon got "stuck inside." Subsequently, the consumer had to go to the doctor for prompt removal. On (B)(6) 2022, the string of the tampon got "stuck inside" again, which was the second time within 2 period cycles, even though she had never had this happen before with other unspecified products. As of 31-jan-2022, the status of product use was withdrawn, as the consumer would never buy the product again, and the outcome of having the product stuck inside was ongoing. The consumer anticipated trying to "get this out, but I may have to go to the doctor again for prompt removal." No additional information was provided.

Manufacturer narrative:
No trend by product or reason code was identified. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records could be performed. Review of supporting documentation showed no issues present that would have contributed to this issue.

Event description:
The string of the tampon gets stuck inside [device issue]. Going to try to get this out but I may have to go to the doctor again [foreign body in reproductive tract]. Case narrative: on 31-jan-2022, a spontaneous report was received from a consumer regarding a (B)(6) female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the consumer started use of playtex sport plastic, unscented. On an unreported date, after starting the product, the string of the tampon got "stuck inside." Subsequently, the consumer had to go to the doctor for prompt removal. On (B)(6) 2022, the string of the tampon got "stuck inside" again, which was the second time within 2 period cycles, even though she had never had this happen before with other unspecified products. As of 31-jan-2022, the status of product use was withdrawn, as the consumer would never buy the product again, and the outcome of having the product stuck inside was ongoing. The consumer anticipated trying to "get this out, but I may have to go to the doctor again for prompt removal." No additional information was provided.